Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the drive support cap on the insulin pump is protruded. The customer's blood glucose reading was 500 mg/dl at the time of incident. The call was disconnected and troubleshooting spoke with the customer's husband who indicated that his wife went to the hospital for the high blood glucose. Troubleshooting found that the customer experienced low glucose and had two glucogen injections. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction.